Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. The plan is to treat the infection with antibiotics and re-evaluated if the patient really needs another icm. The original icm is not expected to be return. No adverse patient effects were reported.